Event description:
It was reported to philips that the system failed to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Analysis of the log file showed a malfunctioning flexvision pc; the host-pc could not connect to the flexvision pc, which confirmed the reported malfunction. Upon troubleshooting, the fse identified a flexvision connection failure. To resolve the issue, the fse performed a flexvision self-test and reconnected the flexvision pc cables. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.